Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 15, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was received in a specimen cup. The lens was inspected under magnification. The complaint lens was received cut in half but not completely through the lens and coated in viscoelastic residue. The lens was cleaned and presented with no further issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye because the iol had rotated. At the time of this report the degree of rotation was not provided. Reportedly, the directions for use were followed. The iol was replaced with a non jnj lens 21.0 diopter. The patient status is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between (B)(6) 2024, through (B)(6) 2024, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.